Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008 the patient presented with anterior lumbar fusion and abdominal distention on (B)(6) 2008 the patient underwent anterior lumbar interbody fusion l4-5, l5-sl, one titanium cage to l4-5, 2 cages to l5-sl, anterior plating and discectomy 4-5 and 5-1 under general endotracheal anesthesia. Preoperative diagnosis: degenerative disc disease, discogenic pain procedure: the doctor performed an anterior retroperitoneal approach. The anterior longitudinal ligament and annulus was incised, and discectomy performed back to the posterior longitudinal ligament. Another discectomy was performed at 4-5. At the 5-1 level, the double-barrel 18 mm distractor was inserted and the disc space was reamed and tapped to 32 mm, and 2 titanium cages were inserted after being packed with rh-bmp2/acs. A 23 mm plate was then put into place and attached using 3 screws. Then, moving to the 4-5 level, the single-barrel distractor was inserted and disc space was eamed and tapped to 38 mm at an angle. A single 18 mm cage was packed with rh-bmp2/acs, put into place, and a 39 mm plate was put into place and tightened and torqued to the appropriate foot pounds of pressure. Ap and fluoroscopy showed good position on the plate and the cages. No complications were reported during the procedure. On (B)(6) 2008 the patient underwent anterior retroperitoneal exposure for l4-5, and l5-sl. Preoperative diagnosis: discogenic disc disease. No complications were reported during the procedure. On (B)(6) 2008 the patient presented with chest pain. On (B)(6) 2008 patient presented for follow-up and reported low back pain. X-rays showed that the anterior plates were in good position. The cages appeared to be in good position and well aligned. On (B)(6) 2009 patient underwent x-rays and the radiographic impression was of post-surgical changes to lumbar spine. On (B)(6) 2008 patient presented for follow-up of his surgery. He reported lower back pain. X-rays showed the anterior plates in good position. The cages appeared to be in good position and well aligned. On (B)(6) 2008 patient presented for follow-up of his surgery. He reported back and leg pains of the same intensity as before surgery. X-rays showed the anterior plates in good position. The cages appeared to be in good position and well aligned. On (B)(6) 2008 patient presented for follow-up and reported low back pain and lumbar radiculopathy. X-rays showed that the anterior plates were in good position. The cages appeared to be in good position and well aligned. On (B)(6) 2008 patient presented with severe leg pain and inability to stand for long periods of time during work. He stated that he could not do his job. On (B)(6) 2009 patient presented with back pain, and numbness in right leg. Surgery had not helped. He was not able to work due to inability of bending over and lifting objects. On (B)(6) 2011 patient presented with lower back and leg pain. On (B)(6) 2011 patient presented with ankle and foot pain. He stated that he had suffered from chronic pain for one year. He did not recall any precipitating event or injury. The patient reported pain as most prominent in the bilateral ankle arch of foot toes of the foot. It does not radiate. He characterized it as constant, severe, aching, throbbing, burning, tingling, numbness, sharp, shooting, stabbing, and cramping. The case has been progressively worsening. This was a chronic problem, with essentially constant pain. He stated that the current episode of pain started one year ago. He noted some pain relief with opioid pain medication. The pain worsened with standing and walking. No aberrant behaviors had been noticed. Associated symptoms included numbness in the lower leg. On (B)(6) 2011 patient presented with neck and arm pain and request for medicine refill. On (B)(6) 2012 patient presented with back pain on (B)(6) 2013 patient presented (B)(6) 2013 patient presented with radiculitis due to displacement of lumbar disc, degeneration of lumbar or lumbosacral intervertebral disc, lumbosacral spondylosis without myelopathy. He was given lumbar transforaminal epidural steroid injection. On (B)(6) 2014 the patient underwent MRI spine lumbar w/o contrast. Impression: prior anterior fusion from l4-sl. Tiny right paracentral disc protrusion at l4-5.